Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits, and no noise was observed on the live electrograms during testing. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received additional information that this device was explanted and was replaced with a competitor's product. No additional adverse patient effects were reported.

Manufacturer narrative:
Engineering reviewed device data. An out of range pacing impedance measurement was noted on the non-boston scientific right atrial (ra) lead on september 5 and on the rv lead on september 10. The cause of the out of range measurements could not be determined. There was no evidence of loc in device data. There was evidence of oversensing of the minute ventilation (mv) signal on the ra lead. Technical services discussed that the intermittent high impedance measurements could be caused by micro-movements of the terminal pins in the device header's spring contacts. This was not impacting pacing and sensing. No episode was stored on the date of the holter monitor; it was possible there was some oversensing on the rv lead consistent enough to inhibit pacing but not consistent enough to store an episode. Technical services suggested programming off the mv sensor due to the observed noise and oversensing on the ra lead. The device and competitor's leads remain in service. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) experienced a syncope episode. A holter monitor test was performed for a period of 23 hours, and loss of capture was observed for a 2.5 hour period, where the patient's heart rate was 23 bpm. A review of data in the remote monitoring system showed this device and non-boston scientific right ventricular (rv) defibrillation lead had recorded one high, out-of-range pacing impedance measurement of 3,000 ohms back in july. The lead safety switch (lss) had been tripped due to this measurement. At that time, the patient was seen and the lead was reprogrammed back to bipolar. There were egms from this time period that showed noise that was oversensed on the rv channel. Currently, the patient is hospitalized and extensive troubleshooting was planned for the rv lead. The field representative later reported that an x-ray was performed to evaluate the lead and the device connection. The terminal pin appeared fully inserted. No anomalies were observed along the lead body. Noise and loss of capture could not be created with pocket manipulation, arm movements, deep breathing, and coughing. It was noted the patient had undergone a revision of the competitor's rv lead shortly after it was implanted. Due to a perforation, the lead was repositioned; it was suspected a non-boston scientific torque wrench was used during the revision procedure. X-ray was unable to verify if the setscrew on the device was properly tightened. The device data was submitted to technical services and engineering for review.